Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17018. It was reported that when the patient presented remotely via merlin.net transmission, high ventricular rate episodes due to ventricular lead noise oversensing were observed. The patient¿s condition was stable.